Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. During investigation, the device did not meet specifications during a shaft leak test and an irrigation leak test. The device met specifications during electrical testing and temperature testing. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed shaft leak and irrigation leak tests, fluid ingress, the observed optical signal issue, and a loss of contact force during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming a fluid leak.